Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery (lad). A 10mm x 4.00mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device of the same size. No patient complications were reported and the patient status was stable. Device evaluated by manufacturer: based on the potential root causes identified, the following attributes were examined: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 4mm distal of the distal markerband and extending approximately 9mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.